Manufacturer narrative:
Abbott diabetes care product quality engineering (pqe) investigated the freestyle librelink complaint and determined that there were no issues with the librelink application that would have led to the complaint. The user reported being that the freestyle librelink application failed to work and therefore could not take blood glucose data or measurements. Attempted to replicate the user¿s complaint using application google pixel 2xl, android 11, 2.10.1.10406, iphone 12, ios 16.4.1, 2.10.1.7653 and was able to successfully receive glucose readings and alarm notifications in the application. The user complaint could not be replicated. Therefore, this issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Abbott diabetes care received an mhra user report which reported an issue with the adc application version unknown, in use with an unknown phone with an unknown operating system version. A customer reported the ¿freestyle libre app by abbott blood glucose monitoring system, continuous glucose monitor device, app failed to work making the device unable to work and therefore no blood glucose data or measurements could be taken¿. There was no report of an emergent treatment provided for the reported issue. There was no report of death or permanent injury associated with this event.

Event description:
Abbott diabetes care received an mhra user report which reported an issue with the adc application version unknown, in use with an unknown phone with an unknown operating system version. A customer reported the ¿freestyle libre app by abbott blood glucose monitoring system, continuous glucose monitor device, app failed to work making the device unable to work and therefore no blood glucose data or measurements could be taken¿. There was no report of an emergent treatment provided for the reported issue. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Extended investigation is pending at this time. A follow up will be submitted once additional information is obtained. Section d4 model # was populated as unknown as customer did not report which operating system was in use at the time of the event. It is known that this event is associated with either freestyle librelink/freestyle libre 2 ios application part number 71733-01/71926-01 or freestyle librelink/freestyle libre 2 android application part number 71732-01/71857-01. All pertinent information available to abbott diabetes care has been submitted.